Manufacturer narrative:
(B) (4)

Event description:
It was reported that the pt had a loss of therapeutic effect with no stimulation sensation on the right side. The left side was fine. There was no known accident or incident related to this event. The pt's status was reported to be good. The pt was seen in the clinic. The device was interrogated. Impedances read >3600 ohms. All pairs 0-3 were ok, but pairs 8- 11 were >3600. The pt also noted trouble recharging completely. It was noted that the couple was better when the stimulator charge level was above 50%. It was reviewed that coupling shouldn't be influenced by charge level, it has more to do with antenna placement, position, pocket condition, etc. Add'l info has been requested, but was not available as of the date of this report.